Event description:
Reported complaint alleged that patient underwent a dermal resurfacing procedure resulting in pain, permanent damage in pigmentation, skin texture and complexion. Patient alleged that she is now suffering from dark patches of coloration on her skin.